Event description:
It was reported that while preparing the system 2000 for the day's cases error 404 was displayed and the system would not fully initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The fuse f1 on the table sensor circuit board was found to be open. The fuse was replaced. The system was tested and found to be working as intended and placed back into service.